Event description:
A nurse reports that five months following an intraocular lens (iol) implant surgery, the iol was exchanged because it was not secure in the bag in a patient with glaucoma. During the exchange procedure, the surgeon reports that an anterior vitrectomy and enlargement of the incision were done and sutures were placed. He also states that one month after the initial implant surgery, posterior capsule opacification (pco) was noted and a yag laser was done. In a follow-up, in the surgeon's opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/24/2008 by fax and mail. A completed questionnaire was received on 10/28/2008.